Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. The lens was explanted. A replacement lens was implanted with a different power was implanted. The replacement lens resolved the problem.